Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-25197. It was reported that the patient presented for the extraction of the implantable cardioverter defibrillator due to an unspecified infection. The device and right ventricular lead were explanted. The patient was in stable condition.

Manufacturer narrative:
Visual examination found no malfunctions or anomalies.

Event description:
New information received notes that the infection was unrelated to the implanted device and lead. The physician confirmed it was a prophylactic explant procedure.